Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to the procedure, the stent implant of an 8x40mm absolute pro vascular was already partially deployed (exposed but not flowered). Another stent was used to successfully complete the procedure. The device was not used and there was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation/deployment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that inadvertent mishandling during unpackaging and/or during preparation for use resulted in the reported premature activation/ noted stent implant partially exposed; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.